Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed detached device bending section could not be determined, however, the issue was likely the result of excessive stress, wear due to repetitive and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the cysto-nephro videoscope exhibited a detached bending section. There was no patient involvement and no harm reported as a result of the event.